Event description:
The account alleged that the bed is coming out of brake when the bed is moved. No injuries.

Manufacturer narrative:
The account found that the caster supports were broken at the foot end of the bed. He replaced the caster supports to repair the bed.